Event description:
We were using the snoo with the leg lifters on and the old style of sleep sack. The incline and movement and lack of leg strap in the old style of snoo sack made him slide down in the sack and I woke up to it covering his mouth and his nose. He could have suffocated.